Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operatively, the surgeon stated that he heard thermal dispersion of the device. Patient had bilateral tissue necrosis lesion.

Event description:
According to the reporter, approximately one month post-operatively on conventional hysterectomy, there was postoperative bleeding site from the ligation sealing site. The patient had to undergo a reoperation due to high lesions caused by radiated heat diffusion that caused bilateral tissue necrosis on ureters exclusion on the right and left. It was noted that during the surgical procedure, there was no adversity identified. The device had no tones or alerts observed but there was energy delivery and end tone. The surgeon stated that he heard thermal dispersion of the device but apparently not identified any bleeding.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6. New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.